Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result from the same sample using xpert xpress cov-2/flu/rsv plus. This occurred across two different locations. In the first test it resulted positive for sarscov2 and for flua, while in the other location positive for sarscov2 only. Patient was symptomatic. On (B)(6) 2023, patient had a sample collected. This sample was processed at (B)(6) on (B)(6) 2023 and was processed following pi on xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov2 positive, flu a positive, flu b negative and rsv negative. Result was not reported to the physician. The same sample was retested in (B)(6) on (B)(6) 2023. Sample was processed following pi on xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov2 positive, flu a negative, flu b negative and rsv negative. Result was not reported to the physician. Sample was kept at room temperature and were not frozen at any moment. Cartridges were also stored at room temperature. Customer did not inform as to why sample was sent to other site for testing. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed.

Event description:
Us customer contacted cepheid to discuss a discrepant result from the same sample using xpert xpress cov-2/flu/rsv plus. This occurred across two different locations. In the first test it resulted positive for sarscov2 and for flua, while in the other location positive for sarscov2 only. Patient was symptomatic. On (B)(6) 2023, patient had a sample collected. This sample was processed at (B)(6) on (B)(6) 2023 and was processed following pi on xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov2 positive, flu a positive, flu b negative and rsv negative. Result was not reported to the physician. The same sample was retested in (B)(6) on (B)(6) 2023. Sample was processed following pi on xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov2 positive, flu a negative, flu b negative and rsv negative. Result was not reported to the physician. Sample was kept at room temperature and were not frozen at any moment. Cartridges were also stored at room temperature. Customer did not inform as to why sample was sent to other site for testing.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result from the same sample using xpert xpress cov-2/flu/rsv plus. This occurred across two different locations. In the first test it resulted positive for sarscov2 and for flua, while in the other location positive for sarscov2 only. Patient was symptomatic. On (B)(6) 2023, patient had a sample collected. This sample was processed at (B)(6) facility on (B)(6) 2023 and was processed following pi on xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov2 positive, flu a positive, flu b negative and rsv negative. Result was not reported to the physician. The same sample was retested in (B)(6) facility on (B)(6) 2023. Sample was processed following pi on xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov2 positive, flu a negative, flu b negative and rsv negative. Result was not reported to the physician. Sample was kept at room temperature and were not frozen at any moment. Cartridges were also stored at room temperature. Customer did not inform as to why sample was sent to other site for testing. This is a case whereby the initial xpert xpress cov-2/flu/rsv plus run resulted sars-cov-2 and flu a positive, with the repeated run resulting sars-cov-2 positive, flu a negative. Review of the test results show very different CT profiles for sars-cov-2 and have been unable to obtain further details regarding laboratory protocols and reason for repeating the test. The likely root cause in this case appears to be a specimen mix up, however this was not able to be confirmed as there were repeated attempts to contact the customer with no response. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome of the investigation.